Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for investigation. Signs of clinical use was observed. There was evidence of blood observed on the jaws and handle. There were no defects observed in regard to the silicone coating on the jaws. The jaws were observed to be intact, and were no broken as reported. The heater wire was observed to be flexed away at the center and detached at the tip of the hot jaw. The heater wire remained attached at the base of the hot jaw. There were no other visual defects observed on the device. Based on the returned condition of the device, and the results of the investigation, the reported failure ¿break; jaw; jaws broke/bent¿ was not confirmed but an analyzed failure mode "material twisted/bent; wire" is confirmed.

Manufacturer narrative:
(B)(4). As per the account manger the product was shipped to maquet cardiac surgery for investigation. According to the fedex tracking information the device was returned on 25-feb-2019 at getinge wayne, nj. There is no such evidence that the device was received at the wayne complaint¿s lab for investigation. Therefore no evaluation could be performed. It is not possible to confirm the reported complaint. This complaint record will be reopened and further investigated if the product becomes available. A follow up MDR will be sent.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.